Event description:
It was reported "the dermatome took uneven grafts from the patient's thigh during a procedure. A competitor product was used to finish the procedure. The device failed to grab skin properly. The surgeon did two passes with the dermatome and it did not grab any skin. He readjusted the blade and tried again only to have the dermatome grab a small amount of skin very unevenly. Surgeon uses a competitor dermatome and it was fine. There was no intervention required. Surgery was delayed ten minutes."

Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.